Event description:
It was reported that the tip of the instrument was broken off during surgery and the broken piece was retrieved. Although, the instrument was used intraoperatively, no patient complications were reported.

Manufacturer narrative:
(B) (4): device was returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.